Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient passed away during hemodialysis on an ak 98 machine. The cause of death is "undetermined" at this time but is pending results from the coroner. The reporter stated that the home patient started dialysis treatment approximately at 12.00pm and passed away "somewhere between 1400 and 1500 hrs". No additional information is available.